Event description:
It was reported to boston scientific corporation that a sensation jumbo oval snare was used during a procedure. According to the complainant, the snare would not cut. It is unknown what was used to complete the procedure.attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and device manufactured dates are unknown.(B)(4):the complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.